Event description:
During the af procedure, st elevation occurred which self-resolved. While transseptal with the introducer, the catheter was inserted, and the left atrium was mapped, but some st segment elevation was noted in the inferior leads. After waiting two to three minutes, the elevation resolved itself. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of st elevation could not be conclusively determined.